Event description:
It was reported that a patient was not able to adjust stimulation. The reporter stated that the display showed the 'call your doctor' icon and there was a por (power-on reset) condition. It was noted that this was seen the day prior to the report. The patient was able to clear the por condition and was able to use stimulation after the por was cleared. It was reported that the action resolved the reported issue.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(4) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(4) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).